Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis, the device could not communicate upon interrogation. A high current condition was found during testing in the laboratory. The high current was traced to a short across a ceramic capacitor. It is believed that the high current caused a premature battery depletion.